Event description:
It was reported that this right atrial (ra) lead was explanted due to failure to capture and an increased atrial threshold. A new ra lead with the same model was successfully implanted. No additional adverse patient effects were reported.